Event description:
It was reported that the arctic sun device was not cooling. After some device testing, the biomed stated that this was indicative of a chiller failure. The customer stated that no loaner would be needed on the quote for depot repair . As per support/biomed tech via phone on (B)(6)2023, it was reported that the device has already been sent in for evaluation. Repairs and cost are currently being discussed. As per sample evaluation results received on (B)(6) 2023, it was reported the root cause of the reported issue was due to a failed mixing pump. During evaluation, it was confirmed that the unit was not cooling. It was stated that the failed chiller also contributed to the reported issue. It was stated that the double bend tube found expanded during servicing. It was noted that replaced chiller assembly and double bend tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a failed chiller assembly. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device was not cooling. After some device testing, the biomed stated that this was indicative of a chiller failure. The customer stated that no loaner would be needed on the quote for depot repair . As per support/biomed tech via phone on 19april2023, it was reported that the device has already been sent in for evaluation. Repairs and cost are currently being discussed. As per sample evaluation results received on 02may2023, it was reported the root cause of the reported issue was due to a failed mixing pump. During evaluation, it was confirmed that the unit was not cooling. It was stated that the failed chiller also contributed to the reported issue. It was stated that the double bend tube found expanded during servicing. It was noted that replaced chiller assembly and double bend tube.